Event description:
The customer reported to olympus, the colonovideoscope had a clogged forceps mouth. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on channel tube water tightness is lost, protector of universal cord on the suction connector side has a scratch, scope connector cover unit has a scratch, flexibility adjustment ring has a scratch, right/left knob has a scratch, upward/downward angulation control knob has a scratch, forceps elevator lever has a scratch, free-engage knob has a scratch, switch box has a scratch, switch 4 has wear, objective lens has a chip, scope cover has a scratch, suction connector has a scratch, universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, adhesive on bending section cover has a chip, an abnormal sound is made due to damage on upward/downward angulation control knob, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, due to wear of angle wire bending angle in up direction does not meet the standard value, due to a crack on bending section cover, insulation resistance value at distal end does not meet the standard value, switch 1 has a scratch, and connecting tube has a scratch. The customer cleaned, disinfected, and sterilized the device and aspirated the water through the instrument/suction channel, wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges and brushed the instrument channel, instrument channel port, and the suction cylinder with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.